Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the cartridge didn't close properly. The stomach opened. The doctor used another cartridge medially to the last one to fix the issue. The patient is ok after 3 days.